Event description:
The customer alleged that she performed a control test and received a result of 262 mg/dl. The normal control range was 104-144 mg/dl. The customer attempted to perform additional control tests while troubleshooting, but her meter would not count down. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.